Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device had a battery status of end of life with a monitoring voltage of 2.07v. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device case was opened and connected to an external power supply. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Additional information indicates that this patient underwent a replacement procedure and the product was explanted for normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated and found to be in storage mode. The patient had been lost to follow-up. It was unknown when the device declared elective replacement indicator. At this time, no adverse patient effects have been reported. The patient has been scheduled for a replacement procedure.

Event description:
Additional information indicates that this product was returned for laboratory analysis.